Event description:
It was reported that customer was hospitalized four times for low blood glucose levels. Blood glucose value at the time of admission was in the low 40s (mg/dl) for all four hospitalizations. Customer's blood glucose reading was 143 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.